Event description:
During evaluation of a returned spectrum pump, the device experienced low to no audio when powering on the device. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation of a returned spectrum pump, the device experienced low to no audio when powering on the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The cause was identified to be dislodged speaker and the rear case requires replacement to address this issue.